Event description:
The customer contact reported blue solution in the tubing. The extension tubing set was being used to deliver and unspecified colorless solution, at an unspecified date, via a plum pump. At an unspecified time, the option-lok male adapter of an unspecified plumset was connected to the clave port of the extension tubing set. The male adapter of the extension tubing set was connected to the pt¿s IV access site. After an unspecified length of time, it was reported that the nurse was going to flush the extension tubing set with 10ml of normal saline prior to a delivery of an unspecified medication. At this time, the nurse noted blue colored solution in the tubing distal to the clave port of the extension tubing set. The customer contact reported an unspecified volume of the blue colored solution was delivered to the pt. It was reported that the extension tubing set was disconnected from the pt and was replaced and the therapy was resumed. The customer contact reported that no medication was delivered through the extension tubing set to the pt that was blue in color. During exam of the extension tubing set at the user facility, it was reported that the nurse connected a syringe to the clave port and injected an unspecified volume of colorless solution through the clave port. It was reported that the solution that entered the tubing had turned blue. At this time, it was reported that more colorless solution was again injected through the clave port; however, no blue colored solution was noted in the tubing. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.